Event description:
Information provided states that 9-12 months after implantation of the eight-plate guided growth system, it was noticed that 4 of the 8 screws broke during treatment. Patient had bi-lateral metaphyseal screws on both femurs and tibias. Two plates and four screws have been removed and returned from one of the patient's legs but product remains implanted in the other leg.